Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event was used as (B)(6) 2011- the date of the type ii endoleak and the aneurysm enlargement.

Event description:
On an unknown date in 2011, the patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Reportedly, on an unknown date, the aneurysm enlarged to 9 cm. The physician planned to reline the device due to aneurysm growth. It was reported that on (B)(6) 2018, two computed tomography angiographies were performed confirming there was no endoleak visible. However, the patient underwent the additional procedure for a full relining of the device. The patient tolerated the procedure.

Event description:
On (B)(6) 2018, the patient presented to the hospital with an abdominal pain and cta determined a rupture of the aneurysm. There was no contrast in the aneurysm and the device had proximal and distal seal. A surgical procedure was done. It was noticed that there were two active lumbar arteries that caused the aneurysm rupture. This was solved surgically. A surgical strap was done at the proximal neck and the gore® excluder® aaa endoprosthesis featuring c3® delivery system remained in the aorta. Several coils and a lot of thrombus were removed from the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and aneurysm rupture. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.